Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The device has not yet been received for analysis. Should the lead be returned and analyzed, this report will be analyzed.

Event description:
Boston scientific received information that this right ventricular (rv) lead and device displayed pacing impedance measurements of greater than 2000 ohms. The patient was seen for a revision procedure where the lead and device were explanted. The products were indicated to be returned for analysis. There were no adverse patient effects reported.